Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient reports receiving communication errors while wearing the pod. The patient's blood glucose levels reached over 1,000 mg/dl while wearing the pod. The patient reports they had a heart attack and was taken my ambulance to the hospital as they had lost consciousness. Once at the hospital the patients pod was removed. The patient reports they had been transferred to another hospital. The patient was treated with a heparin drip and blood pressure medication. In addition, the patient had a stint implanted. The patient was discharged from the hospital after 9-10 days. The patients pod will not be returned as it has been discarded.